Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer tried changing the battery but was unable to resolve the issue. Customer stated she wears the insulin pump in her bra. Blood glucose value was 111 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted and all of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No moisture damage was noted on the electronic assembly or motor assembly. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at a display window corner and a cracked display window.